Event description:
Children wearing masks at school all day. Both kids constantly complaining of headaches, have been more tired and sleep much more since they've been wearing masks. They are more moody and emotional at times. Facial acne has worsened as well. FDA safety report ID # (B)(4).